Event description:
It was reported that 4-6 months after a tvt procedure the patient complained about hematuria. The physician cystoscoped patient and found an erosion of the tape at the uv junction. Physician is sure the tape was placed midurethra. The patient is a long distance runner and the physician postulated that perhaps patient running had something to do with the erosion. The tape was removed by another physician.